Event description:
The initial attorney report alleged pain, explant and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003 - the pt underwent incisional hernia repair with a composix kugel mesh. On (B)(6) 2004 - the pt underwent excision of the composix kugel mesh and recurrent incisional hernia repair with a bard flat mesh. Medical records note that the composix kugel "had torn loose from the repair on the left side."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly experienced a recurrence which is listed as a possible adverse reaction in the product's instructions for use. Medical records note that the composix kugel "had torn loose from the repair on the left side" no sample was returned for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on information provided, no conclusions can be drawn.